Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2020.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.